Event description:
It was reported that during service and evaluation, it was determined that the attachment device was frozen/would not move. It was further determined that the device had broken gear, eccentric pin broken, broken driveshaft, color band chipping/fading and illegible labeling etch. It was further determined that the device failed pretest for markings, check pins length of handpiece coupling and check general function in running mode. It was noted in the service order that during pre-surgery, it was observed that the device did not work anymore. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.